Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the ring around the reservoir broke a few months ago but still locked. The blood glucose was unknown at the time of the incident. The reservoir is unable to lock in place when inserted into pump. Customer advised to discontinue use of the pump and revert to a back-up plan and advised to replace the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump had cracked battery tube threads, reservoir tube lip completely broken off and test reservoir will not lock into place properly, cracked reservoir tube window, cracked case at reservoir tube window corners and minor scratched display window.